Manufacturer narrative:
Investigation is considered closed. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific recieved information that this transvenous right ventricular (rv) lead was surgically re-positioned after it became evident that this lead had perforated a blood vessel. This additional surgical procedure took place only a few days post-implant. The patient was kept overnite and there were no additional symptoms or concerns.